Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome is not cutting properly. No patient injury reported and the event did not lead to surgical delay. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on june 29, 2017. Results: evaluation of returned device; received full model s dermatome kit s-834 including the guard, width clip set, tool set (screwdriver, wrench, screwdriver), derm cord, wall cord, and case. The hand piece passed the function test, the power supply passed the function test, and the head assembly was found in-tolerance on all calibration points. Minor marks can be seen around the oscillating pin but the major damage around the pin hole was noted and repaired during a previous pm service. Blade bed measured flat with nothing to obstruct the blades movement. 3¿ and 4¿ width clips are worn and out of flatness spec which could cause graft thickness issues. Recommend the end user review the blade installation procedures including verification that sterile mineral oil is being used to lubricate the blade, verify the blade is installed with the grommet facing up and the width clip is attached using the small screwdriver included with the kit. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year look back from 06/21/2015 to 06/21/2017 for this reported failure using key words "not", "cutting" , "properly" for product ID 3539700 shows that 13 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: (B)(4) could not confirm the reason for return, the hand piece and power supply passed inspection and the head assembly was found in-tolerance on all calibration points. The head assembly has some major damage around the oscillating pin hole but much of the damage was noted and repaired on previous evaluations. With the last repair around the oscillating pin hole the blade bed is flat with nothing to obstruct the movement of the blade. The unit was only in service for two months so the new marks on the oscillating pin and the blade bed are minor. Recommend the end user review blade and width clip installation procedures as well as how long they typically use each blade.